Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review; however not confirmed during functional testing. No device malfunction observed during the testing that would cause ua 12 error message. The probable root cause for the reported complaint could be due to the belt clip not detected in spool shaft and/or not fully inserted when the autopulse was powered on, most likely attributed to user error. Upon visual inspection, no physical damage was observed. Evaluation of the platform during initial power up, revealed user advisory (ua) 41 (patient temperature sensor failure) error message. This observation is not related to the reported complaint. During archive data review, multiple ua 12 error messages was observed. In addition, multiple ua 41 error messages was observed. This observation is not related to the reported complaint. Root cause is due to a defective temperature sensor. Factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents will increase the internal temperature of the autopulse platform and cause the occurrence of ua41 error message. Per the autopulse® resuscitation system model 100 user guide, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. After replacing the temperature sensor to clear the ua 41, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During device check, the autopulse platform (sn (B)(4)) intermittently displays user advisory (ua) 12 (lifeband not present) upon power up. Following this, the user check the lifeband and installed the lifeband correctly; however, the platform consistently displayed ua 12. No patient involvement.